Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary tower, there was excessive delays for patient information to appear in pyxis after admission. The customer stated that this malfunction caused a delay in dispensing medication to patients. However, there were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 14-feb-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlate to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the system had a software failure. The technical support specialist discovered that the stations' times had deviated from real-time and corrected the network time protocol settings by utilizing the knowledge article titled "how to adjust station network time protocol server settings," resulting in an automatic adjustment of the time. The system functioned as intended after the technical support specialist troubleshot the device.